Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The operating channel tested positive for aeromonas hydrophila with more than 182 colony forming units (cfus) per 100 ml. The suction channel tested positive for aeromonas hydrophila with more than 160 cfus per 100 ml. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The scope was tested on two separate days and the scope was not used in between the sampling dates.

Manufacturer narrative:
The device was returned to olympus and the evaluation is currently in process. Prior to the device being evaluation, the scope was sent to an independent lab for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The cleaning, disinfection, and sterilization (cds) was performed by the customer and the customer provided the practices performed at the user facility. There was no patient infection. The instrunment/suction channel was aspirated with water and the air/water, auxiliary, balloon and forceps elevator wire channel were flushed. The detergent angettes arios was used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel and distal end were manually cleaned with anisyme xl3. The scope was not manually disinfected. Cantel was used as the automatic endoscope reprocessor (aer) along with interceptdetergent and rapicide a &b disinfectant. The scope was stored in a simple cabinet with no drying function. Olympus was used for repair and maintenance. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: plug unit --- leak, light guide rod lens (3x) --- chipped, bending section rubber gluing worn out and peel off, switch °1 exchange as preventive maintenance, angulation --- less or specified value, biopsy channel exchange as preventive maintenance, cds machine cantel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.